Event description:
A malfunction alarm was reported, and prior to the malfunction, no notable events were identified. It was unknown whether the issue caused the customer¿s blood glucose level to exceed 500 mg/dl, as the customer declined to answer this question. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue, allowing the customer to continue using the pump. The customer was advised to contact technical support again if the issue recurred and acknowledged this instruction.